Event description:
It was reported that during surgery the mall reduction forceps broke while using. All fragments were retrieved. The procedure was successfully completed without delay using a s and n back up device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. No product returned for complaint (B)(6): only one forcep was returned for evaluation. (B)(6): a visual inspection confirmed the stated failure. The tip of the forcep is broken off. The broken piece was not returned with the device. The device was manufactured in 2018. The instrument shows signs of significant wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.